Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va00r0w, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the therapy had turned off and reset to shipping parameters. When the patient was trying to use her patient programmer to adjust therapy, a power-on-reset (por) was seen. The patient was supposed to be at 0.08 volts but was not able to access this setting. There was recent emi environmental exposure as the patient just had a procedure done in the hospital. There were no reported symptoms. The patient had an upcoming appointment with her gastro health care professional (hcp) who worked with bowel patients. After follow-up with the patient, there were no steps taken to resolve the inability to make adjustments to their therapy. The por had not been cleared. There was no appointment made as of (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.